Manufacturer narrative:
(B)(4). The minilap minipolar electrocautery instrument, ecmh300, l-hook was delivered to the teleflex, (B)(4) location with a severely bent shaft and cautery tip. The cautery tip's insulation was also damaged and was peeled back. The ecmh300 was delivered in a nonfunctional state. No other damage was noted to the device. The main shaft was bent almost 2'' from straight at the distal tip. No additional dimensional inspection was performed due to device damage. Functional inspection was not able to be performed due to the severely bent shaft. Corrective action: suggest that end user receive additional training in use of this device to avoid future damage. Conclusion: this device has been misused and is damaged to the extent that basic functional testing was not practical as outlined in the fa-ecmh300 final audit summary. It is unclear whether the "l-hook" cautery tip insulation was damaged due to electrical overheating or mechanical abrasion.

Event description:
Alleged event: during use of the minipolar at 40 watts the plastic tip deformed or melted.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use of the minipolar at 40 watts the plastic tip deformed or melted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Root cause analysis: the device history record (DHR) for this lot was reviewed and there were no non conformances. The device was received in a plastic tie wrap bag inside a (B)(6) package. A certificate that the device was disinfected was provided in the package. The shaft of the device was observed to be bent near the midpoint of its length. The device was visually inspected under 20x power magnification. The tip of the hook appeared to be damaged (bent over to one side approximately 15 degrees) and the shrink wrap material was pushed back towards the needle tip. There is a definite mark/line on the shrink wrap that could have been made by another tool or instrument. The root cause of the reported event could not be determined. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged event: during use of the minipolar at 40 watts the plastic tip deformed or melted. The patient's condition was reported as fine.